Event description:
It was reported that the patient underwent plate implant surgical procedure on an unknown date and suture was used. The suture was placed in subcuticular tissue in the right leg. Following the procedure, the surgeon opined that while attempting to remove the suture, it broke due to lack of tensile strength. The surgeon observed fracturing of suture in pieces and only a small piece was removed and suture remains inside the subcuticular tissue. The patient has experienced skin infection and skin is resisting healing. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent plate implant surgical procedure on (B)(6) 2015 along with screw fixation for tibia and fibula and suture was used in continuous subcuticular manner. There were no precipitating factor reported for the suture breakage in 2/3 distal area and any suture deficiency or anomaly noted by the surgeon. The patient is in stable condition, except for the mild foreign body reaction developed for the past two weeks and mental distress due to the presence of foreign body inside the body. It was reported that the additional procedure to remove suture remains will be considered at the later date, after one month. Conclusion: the retain samples were evaluated. Visual and functional examinations revealed no defects and samples met all requirements and specifications.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.